Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, there were issues with user authentication. The device did not allow users to swipe in, and authentication failures occurred when passwords were entered manually. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no issues on the station authentication. A technical support specialist (tss) dialed into the station, verified successful sign-in, and found no issues. The customer confirmed the station was functioning normally. The system functioned as intended when the technical support specialist checked the device.